Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead oversensed noise on the rate/sense and shocking channels resulting in pacing inhibition. The device was explanted and the lead was checked. The hv terminal pins were inserted the correct ports and the lead was inspected and appeared fine upon visual inspection. The physician believes the noise could be a result of seal plug issues. The rep is requesting an analysis of the device to identify any potiential issues that could have resulted in noise on the ventricular and shock lead egrams. Noise was also observed on the a lead egm but it could nt be determined if it was real noise on the a or just farfield from the v. The lead remains implanted and in-service. The device was returned to guidant for analysis.,